Event description:
It was reported that after a da vinci-assisted nipple sparing mastectomy, a seroma was noted on the right on post-operative day 34. An aspiration culture of the seroma indicated a serratia bacterial infection which was treated with oral antibiotics. No other medical intervention was required, and the seroma was not yet resolved. There was no report of da vinci system, instrument or accessory malfunctioned during the procedure.

Manufacturer narrative:
A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.